Event description:
It was reported that the programmer was found with a broken screen. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the overlay to the screen is broken. Analysis also found the ECG (electrocardiogram) connector on a printed circuit board assembly is loose. It is noted the stylus cable is very twisted. (B)(4).